Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) due to fibroid"), genital haemorrhage ("abnormal bleeding (general)") and basedow's disease ("autoimmune disorder type of disorder: graves disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, graves' disease, joint pain, kidney stone, appendectomy in 1982, tonsillectomy in 1976, tubal ligation, uterine fibroid and paratubal cyst. Concurrent conditions included thyroiditis, paratubal cyst, burning sensation, calculus of lower urinary tract, urinary urgency, dysuria, suprapubic pain, neck pain, hypothyroidism, flank pain and hematuria. Concomitant products included ciprofloxacin hydrochloride (cipro), levothyroxine sodium, levothyroxine since 2011, phenazopyridine hydrochloride (pyridium) and vitamin d nos (vitamin d) since 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: utis,yeast infections"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis,yeast infections"), basedow's disease (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), back pain ("low back pain"), flank pain ("bilateral flank pain"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings, night sweats and hot flashes"), hot flush ("hormonal changes describe: mood swings, night sweats and hot flashes"), night sweats ("hormonal changes describe: mood swings, night sweats and hot flashes") and post procedural infection ("infection (other) describe: bad infection post ablation"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes urinary incontinence , increased frequency"), pollakiuria ("bladder or urinary problems or changes urinary incontinence , increased frequency"), abdominal distension ("gastrointestinal or digestive system condition type: bloating and constipation"), constipation ("gastrointestinal or digestive system condition type: bloating and constipation"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems (condition: depression, anxiety)"), anxiety ("psychological or psychiatric problems (condition: depression, anxiety)") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems type: vertigo, numbness to extremities") and vertigo ("neurological conditions or problems type: vertigo, numbness to extremities"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rash that comes and goes on my arms and back") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and haematuria ("haematuria"). In (B)(6) 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition uterine fibroids, ovarian cysts") and was found to have leiomyoma ("tumor / teratoma / cancer type: leiomyoma"). In (B)(6) 2017, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)due to fibroid"), cervix disorder ("I had a mass on my cervix and cysts") and pain in extremity ("leg pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition uterine fibroids, ovarian cysts"), cervix neoplasm ("I had a mass on my cervix and cysts") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total robotic hysterectomy and bilateral salpingectomy, cystoscopy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vulvovaginal mycotic infection, urinary tract infection, basedow's disease, urinary incontinence, pollakiuria, uterine leiomyoma, polycystic ovaries, leiomyoma, vaginal discharge, cervix neoplasm, cervix disorder, back pain, pain in extremity, rash, abdominal distension, constipation, flank pain, hypoaesthesia, depression, anxiety, migraine, headache, nausea, vertigo, fatigue, haematuria, mood swings, hot flush, night sweats, weight increased, vision blurred, alopecia and post procedural infection outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, basedow's disease, cervix disorder, cervix neoplasm, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, genital haemorrhage, haematuria, headache, hot flush, hypoaesthesia, leiomyoma, menorrhagia, migraine, mood swings, nausea, night sweats, pain in extremity, pelvic pain, pollakiuria, polycystic ovaries, post procedural infection, rash, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Aka name was added. Events-mood swings, night sweats hot flashes, genital bleeding, vaginal bleeding, menorrhagia, utis,yeast infections,bad infection post ablation, depression, anxiety, graves disease, rash that comes and goes on my arms and back, , migraines, headaches,uterine fibroids, ovarian cysts, nausea, vertigo, numbness to extremities, dysmenorrhea dyspareunia, leiomyoma, pain, vaginal discharge,blurred vision, fatigue, weight gain, bloating and constipation, hair loss, flank pain, back pain, hematuria, urinary incontinence, increased urinary frequency, leg pain, mass on my cervix, cyst on cervix were added. Lab test was added. Concomitant conditions & drugs were added. On (B)(6) 2019: medical records received: medical history were added. Reporter was added. Surgeries were added. Fu 1 and 2 process together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.